Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent alarm occlusions occurred. The customer experienced a "high" blood glucose (bg) level; value was not provided. Customer administered a manual injection to address high bg. Customer performed a supply change to resolve the occlusion.